Event description:
Dealer states that the hydraulic shaft is bent into the lift. Dealer received lift yesterday and while being set up noticed that the concealed damage to the lift allegedly from the shipping. (B)(4).